Event description:
This is one of many reports received from japan in which a product mislabel was identified. The patient underwent cataract extraction in the left eye including phacoemulsification with implant of ceeon lens model labeled as 812a/21.5(d). However, the lens was not correctly labeled and was actually lens model 745a/18.0(d). During the surgery, partial rupture of the posterior capsule was noted when the lens nucleus separated and almost aspired. This was managed by resection of the vitreous body in the anterior chamber followed by implant of the iol (reported as a surgery complication by the physician). The patient did not report any visual problems. No other information was provided. A manufacturer investigation was performed and it was found that this was 1 of 7 lots that were repackaged at the same time due to an expiration date error. A recall was immediately initiated. Also, as a precautionary measure, 5 other lots manufactured the same day were also recalled. The distribution of these lots was limited to japan.